Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a scheduled follow-up, alerts for high, out of range hv lead impedance for the svc-can and rv-svc vectors were observed. Further testing was recommended. The patient was stable and will continue to be monitored.